Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer was hospitalized on (B)(6) 2016 and on (B)(6) 2016 due to high blood glucose levels. Customer's blood glucose level was 500 mg/dl and 333 mg/dl respectively. The customer experienced a diabetic ketoacidosis. The insulin pump alarmed no delivery. The infusion set had a bent cannula and air bubbles. The customer's high blood glucose symptoms were vomiting and stomach pain. The customer was wearing the insulin pump at the time of hospitalizations. The self-test passed. The device was not returned.